Event description:
Pt tested blood glucose on suspect device and blood glucose was 275 mg/dl. Pt took 15 extra units of insulin (on top of regular dose of 12 units during day). Pt began to sweat and became disoriented and then became unconscious. Pt was taken to ER. ER tested blood glucose and was 31 mg/dl. Pt was admitted for 2 days to hosp.